Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was sent for investigation. No physical abnormalities were reported on the returned product. The purge gap and impeller were free of biomaterial. The pump was primed successfully, and no issues were observed with purge pressure. Additionally, the pump was run as per specifications in a bucket of water. The data log was reviewed, showing a 15-minute gradual rise in blood pressure without reporting any motor spikes. The pump was replaced after 30 minutes of operation. The cause of the high purge pressure issue was not determined since the issue could not be reproduced on the returned product, and the data log analysis was not sufficient to derive the root cause without sufficient clinical information.

Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a patient was escalated to an impella 5.5, the purge pressure increased after the pump was driven. The cassette was replaced with no improvement so the pump was replaced in consideration of future events. The patient survived the procedure.